Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that following generator replacement, noise was detected for both the right atrial (ra) lead and right ventricular (rv) lead. The rv lead was explanted and replaced and the ra lead was capped and replaced. No patient complications have been reported as a result of this event.